Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported the no string available to remove pessary. She was able to manually remove the pessary and did not seek medical attention for the removal but plans on seeing the doctor.